Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was found during philips bench repair that the device has a display issue. There was no patient involvement.